Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer called for assistance with a fiber optic sensor failure on a cardiosave intra-aortic balloon pump (iabp). Troubleshooting aid was given to no resolution. The fiber optic cable was coiled, secured, and labeled. No patient harm or injury was reported.

Manufacturer narrative:
Occupation: msn, rn, ne - bc, nurse manager, intensive care unit additional reporter(s): samantha, ICU rn / camila ortiz, administrative assistant, supply coordinator, camilao@baptisthealth.net / elia figueroa, cbet, biomedical technician 3, eliaf@baptisthealth.net. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).